Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25mm magna valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately 5 years and 1 month due to calcification leading to stenosis. A sapien 3 valve was implanted within the existing edwards surgical device with good result.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, and h6 (health effect - clinical code).

Event description:
Edwards received notification that this patient with a 25mm magna valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approx. 5 years and 1 month due to calcification leading to stenosis. The patient presented with dyspnea and severe pulmonary hypertension. A sapien 3 valve was implanted within the existing edwards surgical device with good result. This was the third surgery for the mitral valve in this patient. The patient was noted as to be discharged from the hospital.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.